Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx biforcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient presented to the emergency room with severe back pain. The physician performed the CT without contrast becaused the patient's creatinine level was elevated. The CT demonstrated that the aortic neck had dilated to greater than 30 mm distal to the sma, the dilatation was due to disease progression in the patient's vasculature. The stent graft had migrated into the aneurysm sac. It was reported that at approx 16 months post stent graft implant, the aneurysm had expanded from 5 cm to 10 cm. The physician elected not to convert this patient to open surgical repair because of the patient's co-morbidities, renal failure, heart failure, and ef of less then 20 and advanced age. The patient remained hospitalized until the aneurysm ruptured and the patient expired. The stent graft will not be returned.

Manufacturer narrative:
Evaluation: inherent risk of procedure (aneurysm rupture). Patient's condition affected effectiveness of device (the physician elected not to convert this patient to an open surgical repair because of the pt's co-morbidities, renal failure, heart failure, an ef of less than 20 and advanced age). Conclusion: lack of info aneurysm and vessel morphology are unk.